Manufacturer narrative:
Concomitant products: product ID 377860, lot # v707823006, implanted: (B)(6) 2011, product type lead; product ID 377760, lot # v703025005, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location and never had therapeutic effect. The trial had worked perfectly. Stimulation was felt in the patient¿s legs, but not hips and back following reprogramming of the implant. Stimulation was also felt in the upper extremities and chest. The implant site was swollen. X-rays showed the leads were in place. Impedance testing was performed and no malfunction was seen. Reprogramming lead to therapy in the correct location and seemed to help. Over two years later, the patient said the ¿fine tuning¿ and ¿tweaking¿ the manufacturer representative did was never right. The stimulator was dead and needed to be replaced. The patient was unable to walk and was falling. The patient¿s stimulator was sticking out of their back and could not turn around without bumping it. The patient could not get the device explanted due to being on blood thinners. Upon stopping the use of blood thinners, the patient was unable to have their device explanted due to miscellaneous charges. The patient had had four blood clots removed and two strokes since implant.

Event description:
It was further stated that the patient had been last seen by the device physician on (B)(6) 2014. The patient was asking for device removal; however, the patient had canceled and rescheduled numerous appointments since then. The patient was rescheduled for removal on (B)(6) 2014. The patient needed clearance from his primary care physician regarding the anti-coagulants since they need to be stopped before the procedure. The patient was also awaiting insurance approval. The physician had no information regarding the strokes and if they were related to the device. Additional information would be requested regarding the removal planned for (B)(6) 2014. If obtained, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that the patient did have a revision/replacement on (B)(6) 2014. Per the company's registration database, a new stimulator was put in. Suture removal was done on (B)(6) 2014. No additional information was available.